Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that it was suspected the device delivered unsuccessful anti tachycardia pacing therapy for a real vt. It was decided to not do anything. The patient condition was good.